Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd alaris tubing experienced occlusion. The following information was provided by the initial reporter: while being treated for an extensive ich/ivh mr. (Phi removed) mr# (removed) (B)(6) y.o. Male, was being given mannitol using the alaris pump with a white filter attached to the tubing. The pump kept alarming distal occlusion. I asked that the filter be changed to rule out a faulty filter as the IV site was patent. A short time later I was informed by both the rn and the neuro resident that the mannitol still would not run.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the pump kept alarming distal occlusion. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd alaris tubing experienced occlusion. The following information was provided by the initial reporter: while being treated for an extensive ich/ivh mr. (Phi removed) mr# (removed) 50 y.o. Male, was being given mannitol using the alaris pump with a white filter attached to the tubing. The pump kept alarming distal occlusion. I asked that the filter be changed to rule out a faulty filter as the IV site was patent. A short time later I was informed by both the rn and the neuro resident that the mannitol still would not run.